Manufacturer narrative:
Analysis of the first and second lead (lot # va07sqe) showed there was a conductor crossover at the proximal end.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there were low impedances seen on electrode pair 2 and 3 (34 ohms at 3 volts) on one lead and electrode pair 1 and 3 (37 ohms at 3 volts) on the second lead. It was stated that during the stage I procedure (only lead implant) 1 lead was implanted in the right hemisphere and low impedances were seen on the first two implanted leads, the third had no issues. It was further stated that the healthcare provider (hcp) was concerned about having back-to-back short circuits.

Manufacturer narrative:
Analysis of the lead, model # 3389s-40, lot va07sqe, found short circuits observed on conductor #1 and #3 at or near connector #3. The conductor insulation was breached on the #1 and the #3 conductor. Normal impedances were measured on all circuits. Analysis of the testing cables, model # 3550-68, lot # n380104, found not anomalies. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va07sqe, implanted: (B)(6) 2013, product type lead; product ID 3550-68, lot # n380104, product type screening; device product ID 3550-68, lot # n380104, product type screening. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.